Event description:
Boston scientific received information that this patient reported feeling symptoms similar to those felt prior to the device being implanted. The patient indicated that a device malfunction was suspected. Boston scientific technical services (ts) recommended having the device checked. The patient indicated they would call the physician and monitor the symptoms. There was no record of this patient at the local hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.